Event description:
Revision completed due to tibia loosening 13 years after original surgery.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A. Please verify if the primary surgery date or the original implantation date was on (B)(6) 2007. If no, please provide the correct one.yes it is on or report. B. Has the patient already been revised? If yes, was the date of explant on (B)(6) 2022? Yes. C. Were the femoral and the insert revised as well? If yes, was there an allegation against the femoral and the insert?only the insert fémur stay in place. D. Was there a surgical delay? What was the duration of the delay? No. E. It was indicated that there was loosening. On what interface did the loosening occur tibia bone.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was returned. All available photo evidence were reviewed and the implant loosening condition was not observed. Based on the provided information, a defect or malfunction cannot be established, therefore the allegation is not confirmed. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.